Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa21dec06 letter.

Event description:
Customer called to report that their precision xtra blood glucose meter was not maintaining current date and time. The customer also reported that the dates and times listed when the memory of their precision xtra was uploaded onto their doctor's computer using the precision link data management system differed from what was listed in their personal records. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.